Event description:
It was reported when using the bd pyxis¿ medbank tower, drawer was failed to open.the customer stated that this malfunction occurred while dispensing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that t/shot, retractor band was damaged on drawer. A field service engineer (fse) powered down the station, removed the back and side panel to remove the drawer. Then fse replaced the retractor band, put drawer back in cabinet, closed the back and side panels, powered on the station and tested the drawers. The system functioned as intended after the field service engineer repaired the device.